Manufacturer narrative:
Date of event) unk as not provided by reporter. (B)(4). Not product was returned to assist in this investigation. Qc verifies profile of folded balloon and bond area. Balloons are inspected for the correct number of folds. The instructions for use (IFU) states "maintain a vacuum on the balloon during the withdrawal of the device." Without the complaint device we cannot make a definite root cause analysis. The IFU cautions to ensure balloon is completely deflated and if resistance is met to "apply negative pressure with a larger syringe." Lesion morphology may have contributed to separation. We will continue to monitor for similar complaints. No mitigating actions are required at this time due to insufficient risk.

Event description:
Upon withdrawing the balloon during an iliac angioplasty, the tip of the catheter sheared off into the pt. They were able to retrieve the segment with no harm to the pt.